Manufacturer narrative:
On august 12, 2022, mentor became aware that patient's impacted device is 550cc mentor memorygel breast implant. Catalog: 3505504bc, serial number is (B)(6), lot 5940894. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 600cc smooth mentor memorygel breast implant on the left, and an unknown smooth mentor gel breast implant on the right, experienced bilateral grade iii capsular contracture and left-sided implant rupture postoperatively. The patient presented with pain on the left breast, and diagnoses were confirmed by a physician. As a result, the patient underwent explantation and replacement with non-mentor (allergan) breast implants on (B)(6) 2018. This medwatch report is for the right-sided implant.